Event description:
Per the clinic, the patient was hospitalized overnight from (B)(6) 2024 to (B)(6) 2024 due to a skin infection at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). The implanted device remains.